Event description:
It has been reported that one 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc has been found with the needle stuck through the catheter during use. The following has been provided by the initial reporter: it was reported that there was resistance advancing the catheter and the needle stuck through the catheter when removed from patient. Per complaint form: as the IV catheter was being inserted into the patient, the catheter was advanced as the needle was held back. There was resistance as I was advancing the catheter and needle was reinserted in order to guide the catheter into the vein. The catheter wouldn't advance and was removed from the patient intact. However, the needle had punctured through the catheter and the plastic catheter came out in the shape of an "l". Ensured that no part of the catheter was left in the vein. Catheter was removed completely, but punctured.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample provided. Bd received one used 20ga insyte autoguard blood control IV catheter unit without packaging. The units was received in portions: portion 1 was the protective needle cover, portion 2 was the catheter/adapter assembly(which shown the tubing to be bent 1/3 way down from the tip) and portion 3 was the needle/hub assembly fully retracted within the safety shield (barrel). The needle was observed piercing through the tubing wall. Through the visual/microscopic examination, bd observed a ¿v¿ shape characteristic and hole at the bend in the catheter tubing. The cut in the tubing was confirmed to be a ¿tip spear thru¿ which resulted from the cannula/needle piercing the catheter tubing wall. Although the failure stated in the reported issue was confirmed with the unit provided for investigation, bd could not establish a definite root cause. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc has been found with the needle stuck through the catheter during use. The following has been provided by the initial reporter: it was reported that there was resistance advancing the catheter and the needle stuck through the catheter when removed from patient. Per complaint form: as the IV catheter was being inserted into the patient, the catheter was advanced as the needle was held back. There was resistance as I was advancing the catheter and needle was reinserted in order to guide the catheter into the vein. The catheter wouldn't advance and was removed from the patient intact. However, the needle had punctured through the catheter and the plastic catheter came out in the shape of an "l". Ensured that no part of the catheter was left in the vein. Catheter was removed completely, but punctured.